Event description:
The customer reported that not more than one to two ml of clear fluid leaked from the coulter lh 500 hematology analyzer. The manual mode was not wiping the probe correctly and during latron run it would drip. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) adjusted the manual rinse block (rb1) that was misaligned to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).